Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Review of the history log confirmed the occurrence of ec322 and the eval concluded the problem was a result of failing upper and lower auxiliary assemblies. The upper and lower auxiliary assemblies will be replaced.

Event description:
It was reported that a pump has excessive system error 322s. The customer stated there was no pt involvement.